Event description:
It was reported that the patient presented for MRI procedure. During interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. No programming changes were made and the lead continued to be monitored. The patient was stable.